Manufacturer narrative:
Device passed the displacement test, sleep current test, active current test and self test. Failed battery test not confirmed. No unexpected pump error 53 alarms noted during testing however, the formatted history file confirmed pump error 53 alarm due to a software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms during basal. Customer was assisted with clearing the alarm. Customer was unable to clear the alarm. The insulin pump was kept restarting and alarming a pump error. No harm requiring medical intervention was reported. The device will be returned for analysis.